Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced sinus tachycardia. The device provided anti-tachycardia pacing therapy and an inappropriate shock, which accelerated the rate to the ventricular tachycardia zone. Boston scientific technical services discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced sinus tachycardia. The device provided anti-tachycardia pacing therapy and an inappropriate shock, which accelerated the rate to the ventricular tachycardia zone. Boston scientific technical services discussed programming options. No adverse patient effects were reported. Additional information was received by the health care professional (hcp) in which the patient was on chemotherapy and the physician did not want to perform an ablation at this time. The patient experienced supraventricular tachycardia again in which anti-tachycardia pacing (atp) and 1 shock was delivered, this time not accelerating the rhythm. The hcp noted their concern over the patient continuing to be shocked as the patient is old. Boston scientific technical services discussed programming options including adding more bursts of atp and increasing the ventricular tachycardia rate zone cutoff. The hcp and physician would discuss. No adverse patient effects were reported.